Manufacturer narrative:
Both the venous and arterial adapters were returned with the lumens attached. The red arterial catheter is intact with no signs of damage or leakage. The lumen on the venous adapter was returned in two pieces with 12 cm attached to the adapter and a 13.5 cm separate section. Visual inspection reveals the edges of the break are jagged but line up perfectly to indicate the entire lumen was removed from the patient. The lumen appears to have been torn. Under magnification the lumen appears to have been cut or nicked with a sharp instrument. A cut or nick could have propagated to a tear. The report indicated the device was inserted into a thrombosed vessel. This is contraindicated in the instructions for use. A difficult insertion procedure may have caused damage to the lumen. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. We are unable to determine the cause or factors that may have contributed to this event. The IFU includes the following: do not implant catheter inside thrombosed vessels. Do not use sharp instruments near the adapter tubing or catheter lumen.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Placement of the catheter at the beginning of afternoon without any problem in jugular on the patient. Radiological control indicates that the positioning of the catheter is not correct due to thrombosis of the vessel. The doctor removes the catheter and finds that one of the two branches is incomplete. The equivalent of 15 cm of the device is missing. The missing end is removed under radiological control. The catheter seems to have been severed at the guying level